Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible over delivery of insulin on the insulin pump. Troubleshooting was not performed. Customer advised they recently activated the auto mode feature and alleged at times the insulin pump would over deliver insulin. Customer was advised on how to properly deliver a bolus and how to properly use the auto mode feature to prevent receiving random low and high blood glucose levels. The insulin pump will not be returned for analysis.